Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost c90 is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost c90 indicating that detector has been dropped. The device was not in clinical use and there was no harm to patient or user. The remote service engineer (rse) concluded that the detector was dropped, which caused heavy shock and resulted in line artifacts in the image. Customer performed gain and pixel calibration and after taking test images, the artifacts were no longer present. System returned to clinical use with full functionality. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the detector was dropped. The device was not in clinical use and there was no patient or user harm.